Event description:
A pt reported that their meter powered off prematurely when turned on. The pt had replaced the battery a week ago. While troubleshooting, it was made sure that the battery was seated properly. Issue was still not resolved.